Manufacturer narrative:
Investigation results: visual inspection of the device confirmed the complaint that the exit marker bunched up. The catheter shaft was cut and both pieces were returned. A functional examination could not be performed due to the condition of the device. The noted defects likely occurred due to the interaction of the device with the scope multiple times or if the customer left the protective sleeve on the shaft, though this cannot be confirmed. There is not enough information and evidence available to determine a root cause. A review of the device history record (DHR) was performed and no deviation was found. The review confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints have been reported for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used on an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the balloon was unable to fully deflate and the exit marker bunched. It was noted that the inflation medium was able to be eventually removed from the balloon. The balloon was cut off in order to be removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used on an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2017. According to the complainant, after the procedure, the balloon was unable to fully deflate and the exit marker bunched. It was noted that the inflation medium was able to be eventually removed from the balloon. The balloon was cut off in order to be removed from the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be fine.